Event description:
It was reported that there was foreign matter on the tip of the syringe with an unspecified bd 60ml syringe. The following information was provided by the initial reporter: it was reported that there was a brown substance on the tip of the syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used based off customer area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter on the tip of the syringe with an unspecified bd 60ml syringe. The following information was provided by the initial reporter: it was reported that there was a brown substance on the tip of the syringe.